Event description:
It was reported that the patient had a lithotripsy procedure during which the subject device broke. The surgeon was unable to retrieve the fragment, and the decision was made to leave it in place. Approximately a month later, the patient underwent a surgery to remove the device fragment.